Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the battery cap was damaged and there were cracks on the battery compartment. It was also reported that the insulin pump had alarmed a motor error. The insulin pump was not dropped nor bumped. The set was changed the insulin pump was working as designed. The customer's blood glucose level was 180 mg/dl. The device will not return for analysis.